Event description:
High blood sugar levels [hyperglycemia] case description: a physician reported that a mentally impaired experienced hyperglycemia. The pt hospitalised due to the event. The reporting doctor is not sure if the event was caused by the pt not being able to manage the device or for any other reason eg. The device itself. Further info has been requested.